Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 410 mg/dl. The customer stated that they was on medicare and they won't pay for the novalog. Troubleshooting was done for no delivery alarm and explained the alarm was due to reservoir or infusion set. The customer also reported that the insulin pump had no delivery alarm and insulin was exiting tubing. The insulin pump and reservoir will not be returned for analysis.